Event description:
Facility staff reported that the CPR will not work on this bed. No injury reported.

Manufacturer narrative:
Technician stated that the CPR would not work on this bed. Replace the CPR valve to resolved this issue.